Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: 241 samples were received. One came with no packaging blister and with plastic shield. It is labeled as clogged. 240 came in sealed packaging blister. The sample labeled as clogged was visually inspected finding no defects or damages, it was connected to a syringe with saline solution. It was not possible to expel saline solution; therefore, the symptom is confirmed. The root cause is unknown since this sample has been used and already contaminated. From the 240 units, they all were new, never used, 80 random samples were tested all were good. The solution was expelled with no problems. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that needle was clogged with a bd precisionglide¿ needle. This occurred on 3 separate occasions, however during use, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that needles were clogged.